Manufacturer narrative:
Investigation: the patient was a 53-year-old male who presented with signs and symptoms of nausea and left ankle pain at the time of testing. A patient's blood culture sample was collected on (B)(6) 2024 in two different blood culture bottles. On (B)(6) 2024, the positive blood culture sample from one of the bottles was tested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. On the same day, the positive blood culture sample from the other bottle was also tested on the biofire bcid2 panel. The biofire bcid2 panel reported enterobacterales as detected. Gram-negative bacilli were observed on gram stain of both the blood culture samples. E. Coli extended spectrum beta-lactamase (esbl) was recovered from culture. The customer reported the patient was not impacted due to the biofire bcid2 panel result. It was stated that the patient was being treated for e. Coli esbl based on urine culture. The customer reported that the final diagnosis was unknown. No serious injury or death occurred. Quality control (qc) records for biofire bcid2 panel pouch lot# 2zvj23 (kit lot# 2128323) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# (B)(6)) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative results was due to a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instruments showed the instruments were performing within specification and were not expected to have contributed to the discrepancies observed by the customer. Overall, e. Coli and ctx-m have false negative rates of <0.001 in the field over the last year. These rates are within biofire system specifications. According to table 44. Biofire bcid2 panel clinical performance summary, ctx-m, of the biofire bcid2 panel instructions for use (IFU) (www.online-IFU.com/iti0048), the performance claim for the ctx-m assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 99.1% (95% ci 95.0-99.8%) and an overall specificity of 100% (95% ci 99.3-100%). Archived testing was not performed for ctx-m. According to table 33. Biofire bcid2 panel clinical performance summary, enterobacterales of the biofire bcid2 panel IFU, the performance claim for the e. Coli assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 99.5% (95% ci 97.3-99.9%) and an overall specificity of 99.9% (95% ci 99.5-100%). The single false negative specimen was negative for e. Coli when tested with luminex verigene bc-gn test. The two false positive specimens were attributed to the presence of nucleic acid from non-viable e. Coli in the blood culture bottles.

Event description:
Summary: (B)(6) medical center (grand junction, co) reported a potential false negative escherichia coli and ctx-m result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. The customer stated that the patient was not affected due to the biofire bcid2 panel result. The investigation concluded that the most likely cause for the false negative results was due to a pouch anomaly.